Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received five inappropriate shocks one day post-implant. A review of the episode showed a supraventricular tachycardia (svt), which the shocks did not convert, resulting in therapy being exhausted. The patient was upset that he received the inappropriate shocks and requested that the s-ICD be explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was explanted as requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.